Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was severely worn. The coating of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad and the coating of the probe were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic hepatectomy, three thunderbeats were used. In the procedure, seal & cut short circuit error occurred frequently on both devices within 20 minutes after the surgery began and the tips of the tissue pad of two devices were stretched and missing. The intended procedure was completed with the third device. There was no patient injury reported. On april 19, 2019, olympus medical systems corp. (Omsc) found that the tissue pads were severely worn and the coating of the probe were partially missing on both devices. This is the report regarding the severely worn tissue pad and the missing of the coating of the probe for the first device.